Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 200 and 120 mg/dl am fasting and from result obtained of 47 mg/dl pm fasting. The customer's expected blood glucose test result range am fasting is 100-120 mg/dl and expected pm fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Customer stated that when she had obtained the result of 47 mg/dl she had been having blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Customer stated that she drank orange juice and then she started to feel better, and her blood glucose went up to normal (undisclosed). During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (refrigerator). The test strip lot manufacturer¿s expiration date is 02/17/2025 and open vial date is one month ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.